Manufacturer narrative:
A imp, tsv,4.7,10,mtx,mg (tsvtwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location is unknown and was used for approximately 10 days. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvtwb10) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction and the reported event were non-verifiable. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is implant material rejection; allergies, sensitivity. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: g6: checked "follow-up".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Initial reporter fax number: not provided. Additional 510k number: k101880. Device not returned.

Event description:
It was reported that implant was removed due to pain. Patient complaint of burning sensation and implant was very loose after few days of placement inflammation was also noted and implant was removed. Tooth location 6.